Event description:
It was reported that while using laser system, the laser fiber spark that melted the connector when inserting in the machine. The issue occurred during an unspecified therapeutic procedure. The pedal was depressed, aiming beam disappeared and noise was heard. Additional follow-ups were conducted with the customer and no response was received. There were no reports of any patient or user harm due to event reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 00181(1/2).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It is noted that the user facility was unable to fully identify the serial number associated with this device. The user facility was, however, able to deduce the possible devices involved to one of the three below: tfl-pls - serial (B)(6) - manufacture date of 24may2021 tfl-pls - serial (B)(6) - manufacture date of 30aug2021 tfl-sls - serial (B)(6) - manufacture date of 21nov2019 a review of the device history record for these three devices listed above found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the laser fiber breaking. As there was no information received of clear misuse of the device by the user, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.